Event description:
According to the company representative: " pt was being lifted off the toilet with the sara 3000 lift and sling. Lift arm handles were in the up position, lift legs were open. Pt was left standing there for a short period of time and started sliding down half way through the sling. Caregivers lower pt down the rest of way to the floor. When lowering pt, her knees were under her body weight resting on her left ankle and feet."

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh (B)(4) on behalf of the importer (B)(4). When reviewing similar reportable events, we found some cases with similar fault description (clipping out of the sling or from the footplate resulting in injuries), which were found to mainly related to use error. The trend observed for reportable complaints with this failure mode on sara 3000 is considered to be low and stable. We were not able to find any deficiency with the device. This means that the lifting system was up to specification when the event took place. The device was being used for pt handling and in that way contributed to the event. From our evaluation, it appears a number of use errors have caused the event, the most relevant use error being a failure to evaluate the person to be transferred before use : need for the professional clinical assessment prior to use of sara 3000 lift device is stated in the instruction for use (kkx81010m-en issue 4): "warning: before attempting to raise a resident, a full clinical assessment of the resident's condition and suitability must be carried out by a qualified person on the individual resident to determine if it is advisable that he or she will be lifted using a sara 3000 standing and raising aid." Note that in this case there is no indication of a drop out of the sling, indicating the sling was used and the sling chest strap was in place. We have not been able to find any contributing manufacturing anomalies. The root cause of the complaint was found to be a use error as the received information and our evaluation as described above are showing that if the IFU safety warnings are followed there will be no pt or caregiver risk.